Event description:
Additional information was received. There was no patient present.

Manufacturer narrative:
See a1 and b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue happened prior to the procedure starting. This seemed to be a customer network issue, not a navigation system issue. The customer's it was addressing the issue. The site later called in with an electronic picture archiving and communication systems (pacs) contact on the line. The caller stated they were able to query but not retrieve. Pacs was able to successfully push. Technical services (ts) and the site looked at the digital intercommunication of medicine (dicom) transfer page and the ae title was the same for wired/wireless. Once they toggled "allow application entity (ae) wireless" off, the site was able to successfully retrieve. The site stated they would set-up wireless to have a different ae title and toggle it back on.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736401. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a case pre-operatively, the system was unable to download patient images from picture archiving and communication system (pacs). The images could be pulled up on the images -> network -> pacs page, but when the site went to download the images, they would get stuck at 0% downloaded. Technical services (ts) had the site check the pacs connection on the digital imaging and communications in medicine (dicom) transfer page. The pacs network was tested with all green connections. The site was pulling from a wired connection, and confirmed that the ethernet cord looked undamaged and that both ends were appropriately connected. Ts had the site try and export to pacs and they were able to successfully transfer images to the same pacs network. Ts believed the permissions on the pacs end were switched to push only and did not allow for the system to pull images. The site was able to successfully download images to a compact disc (cd) and then upload them to the system in order to continue with the case. Delay information was not provided. It was unknown if there was an impact to the patient.